Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported high blood glucose. Customer stated that he ad issues with sensors and cannula. His blood glucose before was 159 mg/dl but once he got to work he was close to 500 mg/dl. He gave insulin through the insulin pump and slowly coming down but got calibration errors. Troubleshooting was done for calibration error. Customer's blood glucose was 300 mg/dl. The customer was advised that the sensor would be replaced. It was found that customer calibrated after treating high blood glucose. The customer was advised to calibrate when the blood glucose is stable not after bolus and meal. Customer will do a complete set change. No further information provided.